Event description:
The ventilator fails pre-use check, will not work at 21% o2.

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.